Manufacturer narrative:
Findings: unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during testing. No excessive "no delivery" alarm during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was tested with bg meter and communicates properly. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out" and no delivery. The patient's blood glucose level was 463 mg/dl at the time of the incident. Customer does not want to return the set for analysis. The customer was educated on how to change their site every 3 days. The customer's blood glucose dropped to 57 mg/dl. The customer treated their low blood glucose with peanut butter and milk. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.